Manufacturer narrative:
The unit had no unexpected button error alarms. The unit had an intermittent button response on the act button due to moisture damage on the keypad. The unit had a cracked lcd window, a cracked case at the lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.